Event description:
During an orthopedic surgical procedure, the drill bit broke off in the screw hole and the md was unable to remove the small broken piece. He left the piece in the hole of the bone. He stated it would have caused more damage in trying to remove it.